Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The patient files analysis led to the following observations: the subject pacemaker switched in standby mode on (B)(6) 2025 at 18:58. The subject device has switched in standby following the detection of a corruption in device memory data upon memory integrity self-checks. The programmer has requested the switch in standby mode because one bit was corrupted. This is a well-known and non-destructive phenomenon in microelectronic circuits. Tre-initialization attempt was successfully completed and the normal pacemaker functioning was restored. Based on the available data, no issue is suspected on the pacemaker. The most likely hypothesis is that the patient was near electromagnetic interferences such as MRI exam or radiotherapy.

Event description:
The subject pacemaker was found in standby mode.